Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have corrosion on the grip cables at the distal. Both grip tips exhibited orange discoloration at the proximal inside the housing. The probable root cause is typically attributed to the user, such as poor cleaning/reprocessing techniques.

Event description:
Refer to h11 for follow-up information.